Manufacturer narrative:
Correction - the test strip lot number and expiration date was updated in section d4. The test strip manufacturing date was update in section h4.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 2.9 mmol/l (accu-chek guide system) and 27.76 mmol/l (lab result).